Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with dark colored urine and a lactate dehydrogenase of 3000 u/l. The patient's international normalized ratio was 2.5 at the time of admission. It was reported that the patient underwent a pump exchange on (B)(6) 2015.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Hemolysis and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not returned. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.